Event description:
It was reported that the patient received 101 shocks. The egm showed noise, and the pace/sense impedances were zero ohms. There was no sensing, no capture, and no output. It was also reported that there appeared to be an open circuit on all of the is-1 ports, and there was "catastrophic failure". A medwatch 3500a form was subsequently received reporting the patient received inappropriate shocks. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental report is based solely on the receipt of a 3500a report. Evaluation summary: preliminary analysis revealed anomalous device pacing lead impedances (0 ohms) and anomalous pacing outputs. Further analysis revealed gate leakage in a transistor; the gate leakage created improper voltage levels to the input blanking switches. This caused noise to the input sense circuitry, resulting in oversensing, thus leading to inappropriate therapies.

Event description:
It was reported that the patient received 101 shocks. The egm showed noise and the pace/sense impedances were zero ohms. There was no sensing, no capture, and no output. It was also reported that there appeared to be an open circuit on all of the is-1 ports, and that there was "catastrophic failure". The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed anomalous device pacing lead impedances (0 ohms) and anomalous pacing outputs. Further analysis revealed gate leakage in a transistor; the gate leakage created improper voltage levels to the input blanking switches. This caused noise to the input sense circuitry resulting in oversensing and thus leading to inappropriate therapies.